Event description:
Pt received 50-100 cc of an enteral feeding solution intravenously. An entension tube for the device was inadvertantly connected to a port-a-cath. Reporter stated some of the feeding solution leaked out at the connection so the pt did not receive the entire amount. Following the event, the pt had fever and chills. No further information is available at this time. One pt involved.